Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. The customer also reported a network switch issue where the ups was found to be malfunctioning. The ups replacement will be captured in spare parts monthly trending and no new complaint will be opened for this issue. There was no patient incident.